Event description:
Correction: the initial MDR [6000034-2025-00816] submitted on march 10, 2025, was filed inadvertently. No serious injury has occurred.

Event description:
Per the clinic, the device was explanted (date not reported) due to cochlea damaged and changed bone conduction during middle ear surgery. Additional information has been requested but has not been made available as of the date of this report.